Event description:
Surgery date: 2001. It is alleged in a lawsuit, that the pt experienced a cut and lacerated sacral and intradural nerve root during the surgical procedure. As a result of this surgery, it is alleged that the pt sustained permanent neurological injuries.